Manufacturer narrative:
The reported inability to loosen the the v-setscrew was confirmed in the laboratory. Visual inspection identified calcified blood was filling the v-setscrew inset. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw. The blood most likely came through the hole punched through the septum by the torque wrench at time of implant.

Event description:
It was reported that during procedure, the pacemaker (pm) had a set screw that failed to be removed from the device header. The pm was explanted and replaced. The patient was stable throughout procedure.